Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, while setting up for a case, a recoverable 1162 error was immediately encountered on the third universal surgical manipulator (usm) arm. The usm arm was disabled, but it could not be moved out of the way to continue. The customer performed a power cycle and a hard power cycle, after which the recoverable 1162 error returned immediately upon startup. There was no reported injury.